Event description:
During a drug eluting stenting treatment procedure, the balloon ruptured. The lesion being treated was a non-calcified, 50% stenotic lesion in a non-tortuous right renal artery. It is noted the lesion was not predilated. The physician crossed the lesion with a taxus express2 5.0 x 28 mm and 5.0 x 32 mm drug eluting stent and successfully deployed the stents, however, both balloons ruptured at 10-11 atms. The balloons were removed intact and postdilation with maverick xl at 17 atms was performed to complete the procedure. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good."